Manufacturer narrative:
The ventilator was investigated by our distributor. The o2 cell was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000 d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 02/21/2021. Corrected manufacture date: 02/15/2021

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).